Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off and a power source alert was observed in the pump history. Customer continued to charge battery to resolve the issue. Customer's blood glucose was not impacted.